Event description:
It was reported that the patient presented in clinic with an infection and vegetation on the leads. The right ventricle (rv) lead was explanted. The patient condition was unknown.

Manufacturer narrative:
Correction: b5 for vegetation statement missing.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5145938.

Event description:
It was reported that the patient presented in clinic with an infection. The right ventricle (rv) lead was explanted. The patient condition was unknown.